Event description:
Pt had aortic valve implanted on 4/24/96. Pt developed bacterial endocarditis and thromboembolus to right leg. Pt underwent embolectomy. It was suspected the artificial valve was infected. Pt returned to surgery on 8/1/96 for allograft replacement of mechanical valve. After replacement of mechanical valve, pt was unable to come off of bypass.